Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/05/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and does not turn on. The receiver case was opened for internal inspection and passed. The battery was replaced with a known good battery and receiver turns on and charges. The log was download and contains 'rttloss' event and 'ntcfault' events within the relevant dates of this investigation; also shows the receiver shutting down for a low battery after 100% charge in less than 1 day. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.